Manufacturer narrative:
The blade was not returned with the driver and the part number of the blade is unknown at this time. The most likely underlying cause of the complaint issue cannot be determined as the product has exceeded the expected lifecycle as determined by the manufacturer¿s warranty and therefore will not be returned to the vendor for further evaluation or repair.

Event description:
It is reported the driver is not retaining the blade. There was no surgery or patient involvement.